Event description:
We received an allegation of questionable ise results for 1 patient sample tested on a cobas 6000 c501 analyzer. Results for the sodium (na) test were affected. Initial result: 150 mmol/l. The customer questioned the initial result as it did not match the patient's previous results and repeated the sample. Repeat result: 143 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The na electrode expiration date was not provided. The c501 analyzer serial number was (B)(6). Qc was acceptable. The investigation is ongoing.

Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1, and g4 were updated. The sample was a plasma sample. The calibration was last performed on (B)(6) 2024 and it was acceptable. The field service engineer found an issue with the rinse tubing. He replaced the rinse mechanism tubing, the check valve, and the vacuum vessel and adjusted the rinse levels. Precision studies were performed and they were within specifications. The service actions (replacing the rinse mechanism tubing, the check valve, and the vacuum vessel and adjusting the rinse levels) resolved the issue. No further issues were reported afterward.